Event description:
It was reported that 1042 days post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with unstable angina with resting hemodynamics that revealed mild elevation of the left ventricular and diastolic pressure, with no gradient across the aortic valve on pullback. Arteriography showed that the pca was dominant with a proximal stent that was mildly diseased just distal to the stent and proximal to the mid rca stent, there was an eccentric 80% stenosis. The lesion was a b2 lesion with timi grade iii flow. The mid stent was moderately diseased, approximately 50%, in the proximal portion of the stent. The physician cannulated the rca with the guide catheter and a guide wire was positioned distally. The physician advanced a 2.5 x 20 mm non-bsc balloon to the lesion and performed ptca. Repeat angiography revealed a continued moderate stenosis of approximately 60%. A 3.0x 24mm taxus express2 drug eluting stent was then deployed covering the severe 80% mid stenosis and overlapping the proximal half of the previously placed mid rca stent. The stent was deployed at 18 atms. Repeat angiography with the balloon and guide wire removed revealed a 0% residual stenosis with normal flow. Medications used during the procedure included heparin and integrilin. There were no pt complications during the procedure. Following the procedure, the physician recommended aggressive risk factor modification and medical therapy. At 1042 days later, the pt presented with unstable angina, refractory to medical therapy. Two weeks prior to this, the pt had a bleeding ulcer which required cessation of aspirin and plavix therapy. The pt exhibited an abnormal electrocardiogram revealing borderline st elevation suggestive of a possible inferior wall st elevation myocardial infarction. Angiography showed that the 3.00x24mm taxus stent in the rca was occluded and filled with thrombus. The physician inserted a guide catheter to the rca, but a traverse intracoronary guidewire could not cross the occlusion. The physician was finally able to cross the occlusion with a non-bsc guidewire. The lesion was dilated with a 2.5x20mm maverick balloon. After reperfusing the artery, the pt demonstrated the bezold-jarisch reflex. Intravenous atropine and fluids were administered. Venous access was obtained in the pt's right femoral vein with a 6fr sheath and a temporary pacemaker was placed. By the time the pacemaker was placed in the right ventricle, the pt had recovered his heart rhythm with the atropine that was given. Pacing thresholds were checked and the pacemaker was left in place in case it should be required again. Next, the physician performed aspiration thrombectomy in the rca using an aspiration thrombectomy catheter. Mild thrombotic debris was removed from the vessel. Next, the physician again dilated the lesion with a 3.5x20mm quantum maverick balloon up to 16 atms. Angiography performed post procedure confirmed 0% residual stenosis at the site of intervention and timi ii flow throughout the vessel. Medications used during the procedure included nitroglycerin, heparin, and reopro. Following the procedure, the physician recommended plavix therapy for life and aggressive risk factor modification. The pt was discharged to the ICU for close monitoring of his hemoglobin as the physician anticipated possible bleeding with the pt's bleeding ulcer. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.